Event description:
It was reported that the (vad) ventricular assist device exhibited low flows and log file review revealed motor starts with parameters outside of the typical range. It was noted that there was a log file issue, and the date and time defaulted to 2010 resulting in log files having incorrect dates. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: additional products: d1: heartware ventricular assist system controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 28-feb-2022 / serial or lot#: (B)(6) / d9: no / h3: no / h4: mfg date: 26-feb-2020 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed that several clock changes were logged, in which the controller's date was set to multiple dates including on (B)(6) 2024, on (B)(6) 2010, on (B)(6) 2024, and on (B)(6) 2010; no pump ID setting events had been logged on the controller prior to the clock change events. If the pump ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time to match the current date/time of the monitor. Analysis of the event log file revealed that the pump ID and patient ID were set on (B)(6) 2010; however, the date/time settings were not corrected. Further review of the event log file revealed four (4) additional clock changes were then logged on (B)(6) 2025, in which the controller's date/time settings were corrected. Review of the alarm file revealed one hundred (100) low flow alarms logged on (B)(6) 2010. Additionally, log files revealed a motor start event was recorded on 13/jan/2010 at 16:05:10, in which the motor start parameters were atypical. Log file analysis also revealed an increase in power consumption and estimated flows leading to parameters above normal operating range starting on (B)(6) 2010; however, no high watt alarms were logged within the analyzed period. The high power is an additional finding, unrelated to the reported event. The reported events were confirmed. Based on the available information, the most likely root cause of the reported incorrect time stamp can be attributed to the controller with no pump ID set being connected to a monitor with an incorrect date, resulting in the monitor updating the date/time on the controller to the incorrect date. The most likely root cause of the observed pump ID not set in the log files could be attributed to an incorrect set up process. Based on the risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the device may have caused or contributed to the reported low flow event and observed high power event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Based on the risk documentation, possible root causes of the observed high power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Additional products: con427406, h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.